Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 709 mg/dl and diabetic ketoacidosis. Reportedly, the customer had an illness contributing to elevated bg level and did not administer bolus insulin to correct for rising bg. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and fluids. Reportedly, the treatment resolved the issue and customer sustained no permanent damage. Multiple contact attempts were made by tandem technical support to obtain the hospital release date; however, the customer did not respond.